Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, when motor was turned on it runs fine. However, when they start cutting tissue, the sternal saw seemed to lose some power. The device was not changed out, as they used the saw for case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.